Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a failed transmitter error. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - correction, describe event or problem - additional, device available for evaluation - additional, concomitant medical products and therapy dates - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional, event problem and evaluation codes - correction to remove (B)(4), event problem and evaluation codes - correction to remove (B)(4).

Event description:
The data was reviewed on 05/11/2016 and did not confirm the reported event of a failed transmitter error. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was repeated at time of device evaluation and did not confirm the reported event of failed transmitter error. A root cause could not be determined.